Manufacturer narrative:
Event date is estimated. Further information requested (weight) but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. As a result patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
No intervention was done on the lead. As such, this does not meet the reportability criteria.

Event description:
Additional information received that nothing was done to the lead.